Manufacturer narrative:
Patient age is unknown, however it was reported the patient is over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation a dreamwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the dreamwire was creating false tracks within the ducts, outside the normal tracks of the common bile duct. It was reported that small perforations were noted. No bleeding occurred and no further medical intervention was needed. No damage was noted to the dreamwire. The procedure was completed with a jagwire. The physician did not feel comfortable with the outcome, therefore the patient was hospitalized for 1-2 days (exact time unknown) after the procedure to be monitored. It was reported the patient is now okay.